Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple insulin delivery occlusions with an inset 23-inch infusion set and connectors, which persisted until all infusion supplies were changed, after which use proceeded without further issue and replacement supplies were provided with troubleshooting and education completed. Symptoms included hyperglycemia risk associated with interrupted insulin delivery due to occlusion. Outcomes included temporary interruption of therapy that was resolved after supply replacement, with no hospitalization. Investigation included user interview, review of device use and infusion setup, and assessment for mechanical obstruction. Investigation of this case revealed an occlusion consistent with infusion set or connector obstruction, with no kinks, leaks, or bent cannula observed by the user upon replacement. It was concluded, based on previously established findings for similar reports, that the cause was user- or use-environment¿related infusion set occlusion that resolved with supply change.